Manufacturer narrative:
Examination of the retrieved components was conducted. All dimensions for the femoral head, shell and liner were within engineering tolerances. The MDR checklist documents that the original surgery was performed on 2/15/1998 and the revision surgery for the dislocation was performed 2/23/1998, one week later. The info provided states that the pt had dementia which may have contributed to the dislocated hip. The disassociation occurred during an attempted closed reduction. Dislocation is the most common serious complication after hip replacement. Many different factors can contribute to dislocation including muscle laxity, surgical approach, implant fit and position, head size, femoral offset and pt mental condition. Dissociation can occur during an attempt at closed reduction, when excessive overloading results in the dissociation of the femoral head from the liner. This type of event is reported by many manufacturers on MDR's describing dissociated bipolar heads. In summary, the info available indicates that the implant supplied was mfg in accordance with engineering specifications and was not defective. The dissociation was not caused by a defective implant. It is not possible to draw any further conclusions regarding the cause of the dissociation based on the info available. At this time, jjpi considers this file closed.

Event description:
Femoral hip head disassociated from bipolar liner during closed reduction, following dislocation.